Manufacturer narrative:
This is 7 of 14 reports. The subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that at 6 months follow-up,some patients (23.1%) exhibited an increase in raymond-roy class, with 3 cases (11.5%) involving recanalization. Therefore, medical intervention was performed as coiling treatment.

Manufacturer narrative:
The DHR could not be reviewed because the batch remains unknown, however there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However,complication (recanalization requiring retreatment ) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore; an assignable cause of anticipated procedural complication will be assigned to the reported complication (recanalization requiring retreatment).

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that at 6 months follow-up,some patients (23.1%) exhibited an increase in raymond-roy class, with 3 cases (11.5%) involving recanalization. Therefore, medical intervention was performed as coiling treatment.